Event description:
It was reported via phone call, that the customer had blood glucose levels of 600mg/dl and 439mg/dl. The customer stated that they have been vomiting. The customer mentioned that she was going to go to the hospital. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.